Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had a decrease in hearing after a couple of months of use. Pt also complains of imbalance with and without the processor on.